Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported the event was collected during a retrospective study to collect data on the headless compression screws and twist-off screws. The site has reported this event: mild malalignment hallux in the right foot. A scarf osteotomy was performed the same day on this right hallux. The event is reported to be uncertainly related to the device, procedure or instrumentation. The device is still implanted.